Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the operating system will intermittently freeze and become inoperable. The customer attempted to calibrate the touchscreen to troubleshoot the frozen screen, however, the problem persists. The device was not in use at the time the issue was discovered, however the device is unable to be used with this reported problem. The device has been requested and will be investigated further.